Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a problem with her neurostimulator. The pt reported a loss of therapeutic effect following a fall. The pt stated the "wires feel like they have bunched together" near the bottom of her spine and "they are almost visible." The pt also reported that the pattern of stimulation changed and "the pulse feels about 5 inches higher." Additional info has been requested, a f/u report will be sent if additional info becomes available.